Manufacturer narrative:
This is a late MDR submission. The adverse event occurred on (B)(6) 2018, but was not reported to the manufacturer until (B)(6) 2018. The customer confirmed that the device was discarded and therefore could not be returned for an investigation. Since an investigation cannot be performed, the problem cannot be confirmed and a root cause cannot be determined. A lot history search was performed and there were no other complaints related to this lot number.

Event description:
During a surgical procedure, the heat shrink came off from the renew fenestrated grasper tip, but did not fall into the patient. The malfunctioned tip was not used in the patient and the surgeon used a new tip. There was no harm to the patient.